Event description:
It was reported to boston scientific corp that a resolution clip device was used during a colonoscopy procedure, performed on (B)(6) 2009. According to the complainant, during preparation, the device was tested and the clip would not open. There was no pt contact with the device. The procedure was performed using another resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has been received for analysis but an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).